Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer was transported to the hospital via ambulance due to a low blood glucose (bg) level (value not provided). The cause was unknown; however, diabetes educator updated pump settings in response to the event. As the customer was anonymous, tandem technical support was unable to obtain additional information, or perform follow up attempts. No additional information was provided.